Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, with red light blinking around button and pump vibrating periodically, indicating ongoing malfunction. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to press button in different ways, attempted charging with known working supplies, and confirmed the pump still did not power on, so customer planned to use multiple daily injections as backup while technical support arranged a warranty replacement pump.